Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "bump", "inflamed", "bump", "swelling", and "pus formation" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected with 0.2ml juvéderm® volbella¿ with lidocaine in the nose. Two months later, patient presented with swelling, and "red inflamed bump that later progressed to puss formation¿. Patient treated with "zytec" once daily/corticosteroid/hyalase 5ml/augmentin 1g 1x2. Symptoms are ongoing.